Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00032.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 09/18/2020, a distributor of infutronix reported an issue on behalf of an end user: administration set, "came apart at the cassette while patient was sleeping leading to a leak." Device operator was a patient. A patient was involved, but not harmed. The contract manufacturer of the affected device is (B)(4).